Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). Investigation results: one accumax 550 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the pattern on the tip face was consistent with a slight degradation. There was no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and that only a small amount of light was coming through. The condition of the returned device would cause the device to emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 550 laser fiber was used during ureterolithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, according to the complainant, during the procedure and outside the patient, it was noted that the tip of the laser fiber burnt out while it was connected with the laser unit. The procedure was completed with another accumax 550 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there was debris on the fiber face within the sma connector.